Event description:
The complainant has reported that, a male patient (age unknown), underwent a therapeutic procedure, for placement of an esophageal stent, for treatment of a benign refractory stricture in 2006. Four months later, the patient underwent a colon resection for treatment of a colonic obstruction. The surgeon removed a polyflex esophageal stent from the patient's sigmoid colon. Two days after the surgical resection, the patient expired.

Manufacturer narrative:
H4 - user facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.